Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. In addition, the device had dust/dirt contamination and displayed error code e200 (rtos abort error). The device was scrapped by the service center after the evaluation was completed.